Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with an unknown blood glucose (bg) level. Reportedly the customer was confused. No additional information was obtained.